Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized with hyperglycemia and ketosis due to inaccurate insulin delivery. Her blood glucose elevated to 23.8 mmol/l, and she was lethargic and had vomited. She was treated with subcutaneous insulin, and her blood glucose normalized after the infusion set and cartridge were changed. She was discharged from the hospital the next day. Her parents reported the disc at the end of the piston rod is loose and wobbles. The alleged product was replaced and requested for evaluation.